Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, as information was requested but not provided. Section b3 - date of event: exact date was not provided. Article acceptance date is 10 june 2025. Section d4 - catalog #: a complete number is unknown, as product serial number was not provided. Section d4 - serial #: unknown/ not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI #: unknown, as product serial number was not provided. Section d6a - implant date: unknown/ not provided. Section d6b - explant date: unknown/ not provided. Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the device was not returned for evaluation. The serial number is not available for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h6 - health effect - clinical code 4581: no code available (device dislocation) citation: nakagawa s, ishii k. Secondary intrascleral intraocular lens (iol) fixation with capsule preservation for iol dislocation following mature cataract surgery with incomplete capsulorhexis: a case report. Medicine (baltimore). 2025 jun 20;104(25):e43030. Doi: 10.1097/md.0000000000043030. Pmid: 40550021; pmcid: pmc12187320. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: secondary intrascleral intraocular lens (iol) fixation with capsule preservation for iol dislocation following mature cataract surgery with incomplete capsulorhexis: a case report. A study was done to apply secondary intraocular lens (iol) intrascleral fixation with lens capsule preservation in a patient with iol dislocation following mature cataract surgery with incomplete continuous curvilinear capsulorhexis (ccc). This was a case of a patient who had phacoemulsification with incomplete continuous curvilinear capsulorhexis (ccc) and intracapsular iol implantation of a 1-piece acrylic iol (dib00v, +18.0d; johnson & johnson surgical vision, santa ana, ca) for a mature cataract. On the first postoperative day, corneal edema was observed; however, no other substantial abnormalities were noted. By the fourth postoperative day, the iol was found to be dislocated inferiorly toward the nasal quadrant. And that the patient had distorted vision. This displacement suggested an anterior capsule defect and a zonular defect in the region. Seven days after the initial surgery, the patient underwent iol removal and secondary intrascleral fixation where the dislocated iol was replaced with a 3-piece iol (nx70s, +17.5d; santen, osaka, japan) was implanted using an injector. A copy of the article is attached to this report.